Manufacturer narrative:
Isi has received the vessel sealer extend for evaluation, but the investigation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the investigation and/or if additional information is obtained. A log review was performed and it was confirmed that this hysterectomy procedure was performed on (B)(6) 2022 on system (B)(4). The vessel sealer extend is a single use product and logs confirmed that this was the first use of the product. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) was not sealing adequately. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 14-march-2022. It was confirmed that the vse sealed insufficiently. The instrument was inspected prior to use and "nothing out of the ordinary" was noted. It was unknown if any errors occurred on the system during the attempted use. In addition, it was unknown if the expected audio tones were emitted during the seal cycle and upon completion. The instrument is expected to be returned for analysis. Additionally, incomplete patient information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found: d9, g3, g6, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. The instrument was installed on an in-house system and passed initialization. The bipolar cable was plugged into an e-100 generator and was successfully recognized. An energy delivery test was performed and passed on multiple executions. A grip force test was also performed and passed. There were no sealing related failures found for the reported instrument during review of the logs. The following additional tests were performed and passed: ceramic dot verification, knife slot test, cut test, and jaw gap verification. There was no problem detected. The root cause for the customer-reported complaint was determined to be non-device related factors. An additional observation not reported by the site was also identified. A review of the logs found that the instrument had several cut test failures. However, the failures were not replicated during in-house testing. The cut test passed when performed in-house. Visual inspection of the blade and knife cable found no physical damage or signs of bending or mechanical indentations. Further visual inspection of the instrument found the grips or jaws exhibited physical damage. There were deep scratch marks/abrasions found on one grip. The material did not exhibit any signs of thermal damage. The material on the grips/jaws is lifted, however, no material was missing. The root cause of the scratch marks/abrasions on the instrument grips/jaws is attributed to mishandling/misuse, likely caused by collision with another instrument or sharp object.